Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Use error should be considered.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the pump had a cracked battery compartment and an intermittent power issue. Patient was filling cannula while attached at skin site when the pump was rebooting and stated their blood glucose (bg) dropped to 33-43mg/dl, and they were unsteady, dizzy, headachy with blurred vision. The patient discontinued pump therapy. This complaint is being reported as the power issue was not resolved and the patient experienced hypoglycemia after priming while attached.